Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited high capture threshold and far r-wave oversensing causing inappropriate mode switch due to dislodgment. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgment, far r oversensing, and high capture threshold. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of far r oversensing and high capture threshold were not confirmed. Electrical testing and visual inspection found no anomalies except for procedural damage.